Manufacturer narrative:
A field service representative was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during an extended cleaning cycle, the rover leaked large amounts of fluid and flooded the room. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event. No facility damages were reported.